Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009,explanted: (B)(6) 2018, product type: catheter. Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving gablofen 2000mcg/ml at 418.1mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient was getting intermittent therapy. The reporter heard that the patient was in the hospital over winter break for baclofen withdrawal. A dye study was done and the reporter was not sure of the outcome. The physician thought the catheter was problematic. The environmental, external or patient factors that may have led or contributed to the issue was unknown but noted ¿older catheter¿. A new catheter was placed and the old catheter was removed. The issue was resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Product ID 8596sc lot# serial# (B)(4) implanted: 2009 (B)(6) explanted: 2018 (B)(6) product type catheter product ID 8703w lot# serial# (B)(4) implanted: 1996 (B)(6) explanted: 2018 (B)(6) product type catheter; analysis of the catheter (sn; (B)(4)) found coring in the seal that met leak criteria per (B)(4). Visual inspection of the sc connector identified circular coring in the bottom of the cup. The shape of the coring was consistent with the tip of the connector on the pump. The catheter was returned in segments and found to be patent. A leak was identified. Analysis of the catheter (sn; (B)(4)) found the catheter body was broken. Visual inspection of the catheter identified a break in the catheter. The cross section of the catheter was elliptical near the break, which is consistent with it being compressed. The catheter was returned in segments. It was found to be patent and no leaks were identified. The previously reported conclusion code 92 no longer applies to this event. Conclusion codes have been updated to 12 and 22. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-01-15 mpxr 490803 (rep/con) information was received from a consumer via a company representative regarding a patient receiving gablofen 2000mcg/ml at 418.1mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient was getting intermittent therapy. The reporter heard that the patient was in the hospital over winter break for baclofen withdrawal. A dye study was done and the reporter was not sure of the outcome. The physician thought the catheter was problematic. The environmental, external or patient factors that may have led or contributed to the issue was unknown but noted ¿older catheter¿. A new catheter was placed and the old catheter was removed. The issue was resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported. 2018 (B)(6) (rep): document contained no new information.